Manufacturer narrative:
Lot review: a review of lot # 3333047 showed that (B)(4) units were manufactured, tested, inspected and released in september 2016 citing no exception documents.

Event description:
Complaint received regarding one ch2000, spiros, lot # 3333047 (mfd. 10/16). Report states: the fluid leaked from connection between spiros and a infusion set during administration. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3333047 showed that (B)(4) units were manufactured, tested, inspected and released in september 2016 citing no exception documents. Visual inspection: 4/5/2017 - received one used ch2000, spiros, reported lot# 3333047. No mating devices were returned. The device was flushed and no leaks were observed. Functional testing: the used ch2000 non-spinning spiros was pressure leak tested. Leakage was detected coming from an internal location within the spiros assembly. A syringe filled with red food coloring was used to pressurize the used ch2000 non-spinning spiros assembly in order to identify the origin of the leakage. It was discovered that a crack in the body at the half seal interface was the source of the leakage. Final analysis summary: the complaint of fluid leakage from the used ch2000 non-spinning spiros was confirmed. The root cause of the leakage was a crack in the spiros body in the area of the half seal interface. It is not known when, where, or how the cracking occurred. ICU medical will monitor and trend.

Event description:
Complaint received regarding one ch2000, spiros, lot# 3333047 (mfd. 10/16). Report states: the fluid leaked from connection between spiros and a infusion set during administration. No adverse patient consequences reported.